Event description:
Report received of a separation of the injection port from the y-site of the tubing set. The pt was receiving ivig peripherally via an infusion pump. At an unspecified time during the infusion, the pt reported hearing a "pop". The nurse noted that the rubber port had "popped off" the y-site. Reportedly, the ivig came into contact with the pt, chair, and floor. The tubing set was replaced and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.